Event description:
Pendant wires exposed. Insulator damage close to rubber grommet.

Manufacturer narrative:
Tech replaced pendant to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.